Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer confirmed that she was wearing the device in her bra at the time of the button error alarm. Blood glucose level near the time of the incident was 123 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker.